Manufacturer narrative:
Reasonable efforts were made to obtain case information however, the complaint initiator provided limited information. Reportability is based on highest level of patient impact seen for failure.

Event description:
Limited information: broken screw driver received.